Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  Upon investigation the monitor was physically damaged. The monitor's electrode belt connector was cracked by the belt receptacle. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor.

Event description:
A patient's monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.